Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for investigation. There was no indication of product malfunction. (B)(4).

Event description:
It was reported that during a radiofrequency ablation procedure, the patient became unwell and had cardiac arrest due to acute pericardial tamponade. Acute pericardial effusion was drained and patient made recovery in the cardiac catheter lab. The hospital reported that the event was not due to product failure. The patient was part of the victory af clinical trial. No further patient complications have been reported.